Event description:
It was reported that the procedure was to treat the heavily calcified, mildly tortuous right internal carotid artery. The 8x30x136 xact stent was implanted without issue. However, post-procedure the same day, the stent collapsed causing an occlusion. The patient was given blood pressure medication to increase blood pressure and contralateral flow. No further treatment was provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction with the heavily calcified and mildly tortuous anatomy and/or other devices resulted in the reported stent material deformation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported material deformation cannot be determined. Additionally, the reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. The reported patient effect of occlusion is listed in the xact carotid stent system information for prescribers as an adverse event potentially associated with carotid stents and embolic protection systems. Additionally, stent deformation, collapse, fracture, and movement of stent is listed in the xact carotid stent system information for prescribers as an adverse event potentially associated with carotid stents and embolic protection systems. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.